Event description:
Complainant alleged that during functional testing, the device did not operate correctly. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.